Event description:
The customer observed positively biased phyt qc results on two vitros 5, 1 fs chemistry systems. Biased results of the direction and magnitude observed may result in inappropriate physician action. Patient samples were not processed while qc was unacceptable. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The customer experienced positively biased phyt qc results following calibration of a new phyt reagent lot on two vitros 5, 1 fs chemistry systems. The investigation found that calibration parameters were not as expected, however, there is no evidence to suggest that the vitros 5, 1's or phyt slides malfunctioned. Following calibration with an alternate calibrator lot, phyt qc was acceptable and has remained acceptable. The root cause of the positively biased phyt qc results is unknown.